Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that approximately one-month post-operatively an anchor c screw has migrated. Revision surgery has not been performed or scheduled at this time.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.

Event description:
It was reported that approximately one-month post-operatively an anchor c screw has migrated. Revision surgery has not been performed or scheduled at this time.